Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer routinely used coaxial circuit #260128 for patient transport on hamilton-c1. Customer reported on 05 july a number of instances where bursing staff unable to successfully complete leak test. Attended site today, absle to exclude the possibility of expiratory valve membrane missing. Was shown the valve that had failed leak test on 05 july. Able to reproduce the failed leak test. Also able to reproduce the failed leak test on another ventilator. Exchanged of expiratory valve resolved the problem. On visual inspection no damage to expiratory valve hosuing. No patient involvement

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.   Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: customer routinely used coaxial circuit #(B)(4) for patient transport on hamilton-c1. Customer reported on 05 july a number of instances where nursing staff unable to successfully complete leak test. Attended site today, able to exclude the possibility of expiratory valve membrane missing. Was shown the valve that had failed leak test on (B)(6). Able to reproduce the failed leak test. Also able to reproduce the failed leak test on another ventilator. Exchanged of expiratory valve resolved the problem. On visual inspection no damage to expiratory valve housing. No patient involvement.